Event description:
It has been reported to philips that, system would not startup. System was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the device cannot be turned on, all screens are black, and the power indicator is steady on. The fse formatted and restored the sd card. After formatting and restoring the sd card, the system was returned to use in good working order..